Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative later indicated that the case was never scheduled as revision/replacement", it had been boarded as "pocket revision" which they look at as "revision/replacement" in regards to the product that they pack/bring to the case. The company representative was notified of the procedure change by the patients nurse on the case date (B)(6) while patient was in her pre-op holding bay. The company representative became aware of the case on their nlink calendar when the senior company representative assigned it which was the same day as the case (B)(6).

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 10mg/ml, dose 6mg/day) via an implantable pump. The event date was (B)(6). The pain pump was to be explanted as the pump pocket was eroded and infected. There were no factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The patient was placed on antibiotics. The patient stated that the pump itself had been mechanically trouble free and patient had heard no alarms/stall events. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ with injury¿ , the injury was described as pump eroded through skin. It had been communicated to the company representative that the patients surgery was a revision/replacement however upon meeting patient in pre-op setting on this report date, patient explained that for approximately 1 month she had history of pain at the pump pocket for about 2 weeks before a refill appointment on (B)(6). Typically she would not have any pain during refill but this time was different. The doctor placed patient on antibiotics. However, patient states for the last week the pump pocket had become more sore and finally a wound opened and drained a foul smelling substance. As of today, her procedure was being changed to explant due to infection. No further complications were anticipated/reported.